Event description:
In 2009, a right shoulder arthroscopy was performed with an interscalene block, the catheter that was being used was another co's catheter. The pain pump was filled with 400 ml's of 0.25% marcaine. The pump settings were 5 ml/hr, 5 ml bolus and a 60 minute lockout. There was a post-op call the following day, with complaint of a possible infection. The patient went back for a 1 week post-op visit, and it was noted that there was; redness, drainage and pus at the insertion site. Two weeks post-op the cultures that were taken tested positive for infection. Antibiotics were administered and according to follow up information, the infection was successfully treated through the antibiotic treatment.

Manufacturer narrative:
The pump was discarded by the patient following removal.